Event description:
Patient has stage iii ovarian cancer. Powerport implanted for administration of chemotherapeutic medication. During CT scan, a hole was discovered in the catheter when contrast was being pushed.